Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph and three videos of the sample were provided for evaluation. Visual inspection was performed, and the reported condition could not be identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had backflow at the y-site (clearlink) connected to a syringe. This was observed during antibiotic administration at the y-site. There was back pressure and the plunger end popped out of the syringe; the syringe body was left attached at the y-site. The set was gravity fed and not connected to a pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.